Manufacturer narrative:
The product has been received and a follow-up report will be submitted when the investigation is complete.

Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed a "key failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.